Event description:
It was reported that during routine follow up, high pacing lead impedance and high threshold were observed. Externalized conductors were observed via x-ray. Lead was explanted and replaced.

Manufacturer narrative:
No medwatch form was received. Externalized conductors due to internal insulation abrasion were noted at 13.4-16.1cm from the distal tip electrode. The etfe coating was intact at this location.